Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 400 mg/dl. The customer was unable to complete troubleshooting and indicated that tandem technical support (cts) would be contacted at a later time. Multiple contact attempts were made by cts to obtain further information regarding the issue; however, no additional information could be obtained.